Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No further information is available at this time.

Manufacturer narrative:
The reported field event of noise was confirmed in the device image. The device was tested at the bench and no anomalies were found. The cause of the noise remains undetermined.